Event description:
It was reported that the 7900 system had washed-out images during a case. No patient injury was reported.

Event description:
It was reported that before an unknown procedure, there was a hole in the tyvek. While taking each one out of the box, the tyvek of the primary packaging was found pierced. After checking the packaging of the eleven others in the box, none of them were damaged. The box was stored in normal conditions and was not damaged. The device was not used as it was no longer sterile. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Unknown external cause during visual analysis of the package, it was confirmed that there is a hole in the tyvek that occurred over the package form. The characteristics of the hole suggest that the package was scraped against a sharp edge as the damage is on the outside of the package.